Event description:
It was reported to depuy acromed that the hexlobe driver tip was broken off from the shaft. According to the complainant, the tip of the instrument broke off during final tightening and the tip remains in the implant. There were no adverse consequences to the pt. A complaint history analysis was performed and no other complaints have been reported for this part number. A dimensional analysis was performed and the results met specifications. A rockwell hardness test was performed and the instrument conformed to specifications.